Manufacturer narrative:
Additional suspect medical device components involved in the event: reference number 10469895 product family scs linear leads, upn (B)(4), model sc 2316 50, serial (B)(4), batch 16707330. It is indicated the leads will not be returned as they were discarded by the facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Devices were discarded.

Event description:
A report was received that the patient experienced an increase in pain over the past few weeks and could not feel stimulation. An impedance check revealed many high impedances on one of the leads. It is not known which one of the leads exhibited the high impedance readings. The patient underwent a revision procedure and the physician chose to replace both of the leads. The patient was doing fine post operatively.